Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 403 was confirmed and duplicated during product evaluation. The root cause was assigned to the user interface printed circuit board. The user interface printed circuit board was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 403. It is unknown when the reported condition occurred or if there was patient involvement. Patient injury or medical intervention was not reported. The software version is currently not known. No additional information is available.